Manufacturer narrative:
Method - device not returned, f/u with rep.

Event description:
It was reported that a post market clinical study pt underwent a kyphoplasty procedure on level t6. A cement extravasation in the inferior and lateral to level t6 was noted. There were no pt complications. No add'l info was reported.